Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, impella cp pump had a purge leak. Device was explanted. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported purge leak ¿ pump issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the field real time log was reviewed, and air in purge (purger stopped) alarms were confirmed shortly after the initiation of support. Of note, purge pressure low and controller failure (purge pressure sensor defective) alarms were triggered immediately preceding the air in purge alarms. The returned pump and purge cassette were visually inspected, and no abnormalities were noted. The purge cassette was connected to an automated impella controller (aic) and de-aired after which the pump was turned on at p-5 and purged without issue. No atypical purge alarms were triggered. The root cause of the air in purge alarm could not be determined as the issue was not reproduced in the lab. Thus, it is likely a use-related issue. This report is being filed as part of a retrospective review of historical records.